Event description:
It was reported that during a lobectomy procedure, the device stopped stapling (partially fired) after first firing. The device was only fired one time and then would fire not more. Another product used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.